Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after delivering a bolus. The customer's blood glucose level was 274 mg/dl and was addressed by the customer taking a bolus. During troubleshooting with tandem technical support, the customer was advised to change the infusion set as the customer stated that it had been two days from the last time it was changed. The customer was educated on the proper load technique . Reportedly, the customer was using apidra insulin.